Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a needle. The customer reports that a patient while being given an injection had the needle become detached from the hub and stay in the tissue. The needle was removed from the patient tissue. No ill effect to the patient. The sample is being sent for evaluation.

Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forwarded.